Event description:
The report received from the affiliate indicated that a 2.50 x 15 fire star balloon catheter withdrew with difficulty. The surgeon tried many ways to withdraw it. No adverse event on the patient. Details of the access site, concomitant devices including the brand of contrast, lesion and vessel characteristics are unknown. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. A syringe was used as the inflation device. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel, no difficulty crossing the lesion and the catheter was never in an acute bend. The balloon inflated normally. The maximum inflation pressure is unknown. It is not known if the balloon re-wrapped properly and it did not kink while being used. The balloon was easily removed only from the vessel and the surgeon used ¿higher force and tried many times to withdraw the device. The device was removed intact from the patient and there was no patient injury. . ¿now the patient is fine.¿

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received indicated that a 2.50 x 15 fire star balloon catheter withdrew with difficulty. The surgeon tried many ways to withdraw it. There was no adverse event to the patient. Details of the access site, concomitant devices including the brand of contrast, lesion and vessel characteristics are unknown. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. A syringe was used as the inflation device. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel, no difficulty crossing the lesion and the catheter was never in an acute bend. The balloon inflated normally. The maximum inflation pressure is unknown. It is not known if the balloon re-wrap properly and it did not kink while being used. The balloon was easily removed only from the vessel and the surgeon used ¿higher force and tried many times to withdraw the device¿. The device was removed intact from the patient and there was no patient injury. . ¿now the patient is fine.¿ one non sterile sakura fire star, 2.50 x 15 was received coiled inside a plastic bag. Inflation medium were observed in the inflation lumen. Balloon was already inflated. No other damages were found. Outer diameter was measure and found within specification. The device was introduced through guiding catheter 5f (laboratory sample) and no resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿ptca system - withdrawal difficulty¿ by the customer was not confirmed as no anomalies were found during dimensional and functional analyses. Based on the information available for review, it is not possible to determine what factors (such as vessel characteristics) contributed to the difficulty experienced by the customer. Neither the DHR nor the information available for review suggests that the withdrawal difficulty experienced could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.